Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery condition. Device replacement was recommended. This device was subsequently explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned.